Event description:
Actuator CPR mechanism is broken.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The only description of the event we have at this time is "actuator CPR mechanism broken" it is unclear whether a pt was involved or not, it is also unclear to how the event occurred resulting in the mechanical CPR mechanism being broken. Additional info will be provided following the conclusion of MFR's investigation.